Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device neuro tip fractured, the bearings were worn, there was component damaged and the device had vibration. It was further determined that the device failed pretest for verification - visual assessment and vibration. It was noted in the service order that the device broke during a creanatomic procedure. There were no reports of delays in the surgical procedure. It was not reported if al spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.